Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of induration, hard nodules and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/ or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane or infraorbital area may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella® with lidocaine in the upper lip, perioral lines and the marionettes. Three days later, the patient developed induration. Approximately 5.5 weeks after symptom onset, healthcare professional saw the patient and noted hard nodules and swelling in the patient¿s upper lip. The patient did experience the ¿same problem¿ of induration, nodules, and swelling in the marionette lines. Patient was treated with prednisone and keflex were given sometime after symptoms began but refused treatment with hyaluronidase. It was stated that the areas where product was injected became indurate without exception. The result is not bad but induration persists and the lips are volumized at a degree that was unwanted. The total edema of lips reduced but nodularities persist at all the sites injected. The patient was well informed that hyaluronidase could relieve this but refused treatment. Healthcare professional reported that due to the events, the patient suffered permanent damage.